Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels range (240- above 240 mg/dl) the customer took boluses and would change out infusion set sites to stabilize bg levels. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to change out the cartridge every 3 days. Cts educated the customer that humalog has been tested up to 48 hours, to replace the cartridge every 48 hours when using humalog. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.